Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova service representative was dispatched to the facility to investigate the device. It was found that the rotative part of the shaft angle encoder was kinked. He replaced the shaft angle encoder and the issue was solved. A functional verification test was performed where everything was found to be working fine.

Event description:
Livanova (B)(4) received a report of a blocked shaft angle encoder when using a centrifugal pump on a s5 system. There was no patient involvement.